Manufacturer narrative:
Insulin pump was received with scratched lcd window, broken battery tube threads, cracked reservoir tube lip and stained at the case. There was no crack found at lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting for damage. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a crack on the screen and that they cannot see the dates. The customer also stated that the insulin pump is hard to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.